Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: return to manufacturer: 2/26/2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during explant. The lens was cleaned, and no cosmetic defects were observed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis intraocular lens (iol) was explanted from the patient's left (os) eye in a secondary procedure due to patient being unhappy with vision post-implant. The replacement lens is a non-johnson and johnson lens with a higher diopter (16.5). There was no additional surgical intervention required. Reportedly, patient is doing fine post-exchange. No further information provided.